Event description:
It remains in her hands I don't know what, her hands remain very bad, she does not know why [accidental exposure to product], it remains in her hands I don't know what, her hands remain very bad, she does not know why [limb discomfort]. Narrative: this is a spontaneous report received from a contactable consumer. A female patient of unknown age exposed to thermacare heatwrap (thermacare heatwrap) on unknown date for unknown indication. Medical history and concomitant medications were not reported. The reporter had lumbago, the patient (physiotherapist) could not massage the reporter with the thermacare patches, reporter had to take it off otherwise it will remain on her hands reporter didn't know what, her hands remained very bad reporter didn't know why. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: n/a. A return sample has not been received at the site for evaluation as of 26-aug-2020.

Event description:
It remains in her hands I don't know what, her hands remain very bad, she does not know why [accidental exposure to product], it remains in her hands I don't know what, her hands remain very bad, she does not know why [limb discomfort]. Narrative: this is a spontaneous report received from a contactable consumer. A female patient of unknown age exposed to thermacare heatwrap (thermacare heatwrap) on unknown date for unknown indication. Medical history and concomitant medications were not reported. The reporter had lumbago, the patient (physiotherapist) could not massage the reporter with the thermacare patches, reporter had to take it off otherwise it will remain on her hands reporter didn't know what, her hands remained very bad reporter didn't know why. The physiotherapist tells that when she massages someone who uses thermacare patches, something remains in her hands and it affects her hands. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. Product investigation results are as follows: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: n/a. A return sample has not been received at the site for evaluation as of 26-aug-2020. Additional information has been requested and will be provided as it becomes available. Follow-up (1sep2020): new information obtained from citi includes: product investigation results.